Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and after loading a new cartridge with 120-150 units of insulin, a minimum fill notification was received. Customer loaded another cartridge and insulin delivery was resumed. Customer's blood glucose was 88 mg/dl.